Event description:
Reporter stated that on sunday (B)(6) 2020 patient was having pain in neck that began getting worse until tuesday (B)(6) 2020. Patient stated the neck pain moved to his check, then down to his feet, all on the left side of his body. Patient stated the pain moved to the right side of the patient by wednesday and grew in intensity. Patient was admitted to the hospital on (B)(6) 2020. Patient experienced hyperglycemia (B)(6) 2020 as recorded to be 579, by the admitting hospital staff. Patient advised to return to hospital if readings remained hyperglycemic.